Event description:
It was reported that tubes had insufficient draw of blood with a bd vacutainer® edta 2k. This occurred on 3 separate occasions, however, the date/time and or patient information is unknown. The following information was provided by the initial reporter, translated from japanese to english: the tube didn't draw sufficient volume of blood.

Manufacturer narrative:
H.6. Investigation: bd had not received samples or photos from the customer facility for evaluation; therefore, the investigation was limited. A review of the device history record was completed for the incident lot and, based on this review, all product specifications and requirements for lot release were met; there were no related quality non-conformances during manufacturing of the product. Bd has initiated further investigation relating to this issue through CAPA#260774. The investigation is still on-going and improvements will be made as the potential causes of this issue are identified.

Manufacturer narrative:
Date of event: unknown. The date received by manufacturer has been used for this field. A device evaluation is anticipated, but has not yet begun. Upon completion of the investigation, a supplemental report will be filed.

Event description:
It was reported that tubes had insufficient draw of blood with a bd vacutainer® edta 2k. This occurred on 3 separate occasions, however, the date/time and or patient information is unknown. The following information was provided by the initial reporter, translated from (B)(6) to english: the tube didn't draw sufficient volume of blood.